Event description:
It was reported that an asymptomatic patient presented for follow up with ventricular oversensing. Review of the egms it appeared the noise was sporadic. At a subsequent follow up, noise was still observed. An insulation anomaly was noted. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.